Event description:
It was reported that the dual chamber implantable cardioverter defibrillator (ICD) programmed ddd (dual-chamber pacing mode) switched to vvi (single chamber pacing mode) due to high thresholds on this right atrial (ra) lead. The ra lead has been programmed off. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. The device and lead remain in service. No adverse patient effects were reported.